Event description:
The customer reported a blank display. Troubleshooting was performed, and the display did return. The customer also reported a motor error alarm after wearing the insulin pump during an x-ray. The insulin pump failed the displacement test. The customer declined getting a replacement insulin pump at this time. The customer stated that she will go on a back up plan until she is able to upgrade to another insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.